Event description:
During this patients tavr while going up with the valve delivery system the sheath malfunctioned and split open - causing the system to kink over. Dr. Was able to pull the system back which allowed it go straighten back out. However, the bottom edge of the valve flared out during that time and caused a perforation through the iliac artery. This caused the patient to start hemorrhaging. Massive transfusion protocol was initiated and code blue was initiated when patient lost pressure. Dr. Was unable to remove this delivery system and sheath to attempt to fix the problem without potentially tearing the iliac artery the entire way down because of the flare on the valve edge sticking out. Vascular surgery was called and offered support for this. However, dr. Spoke with family regarding patient's current status and family felt it was best to stop all efforts at this time.